Event description:
The customer states that one sample from a pregnant female patient generated a false positive result with the axsym rubella igg assay. The sample initially generated a grayzone result that retested as positive (no specific values provided by the customer). The sample was then sent to another lab for verification and tested negative. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.